Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The customer was not present with the insulin pump at the time of the phone call to complete troubleshooting. The customer's mother stated that she thinks a no delivery alarm occurred on the insulin pump. The customer's mother was advised to have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.